Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Log review indicated a delayed power-up, which may have contributed to the initial display behavior; however, this is consistent with expected system handling of startup errors per the operator's guide. The zenix operator's guide notes in chapter 2, "powering the device," that, "if an error is detected during power on, the system will handle the error and the zoll logo may display a second time. Device evaluation, including functional and power stress testing, could not duplicate the reported shutdown issue. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device experienced shut down issues. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.